Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer reported false positive results of patient samples with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that visually assessed the patient samples were clearly negative, but the instrument called them 1+ positive. Based on the visual evaluation the customer modified the results from 1+positive to negative. The customer returned neither the supposedly defective lot for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the trace files is still ongoing.

Event description:
The customer reported false positive results of patient samples with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that visually assessed the patient samples were clearly negative, but the instrument called them 1+ positive. Based on the visual evaluation the customer modified the results from 1+positive to negative. The customer returned neither the supposedly defective lot for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reactions. Additionally, quality control laboratory checked the retention sample for intact sealing, homogeneous gel, correct filling height and visible supernatant. All acceptance criteria were met. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer provided images that confirmed the described issue but trace files of the event were not available. Based on the images provided by the customer the complaint was classified as confirmed - upp (unexpected product performance). But due to the absence of the right trace files the root cause of the false positive reactions remained unexplained.

Manufacturer narrative:
This is our final report on this incident.